Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, there was no fault found with the device. Accuracy was withing specifications. The expulsor assembly was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump is alarming "cassette not properly attached". No patient involvement.